Event description:
It is reported that: patient received a total left hip replacement with an exeter stem. He further reports that, in 2007 his exeter stem broke at the femoral neck.

Manufacturer narrative:
Neither the device nor additional information is available at this time due to ongoing litigation.